Event description:
Customer reported that she experienced low blood glucose. Customer stated she over treated and then it was high. Blood glucose value was 37 mg/dl 3 am, she treated with glucose tablets and animal crackers and at 8 am she was 230 mg/dl; treated with bolus. Last blood glucose value was 195 mg/dl. Customer stated that it is not unusual for her to go high or low, it is under control and that is why she likes sensor. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.